Event description:
Literature. Roybal j et al. "Pump removal in infected pts with hepatic chemotherapy pumps: when is it necessary?" The american surgeon. Oct 2006. 72: 880-884. One pump was removed due to catheter occlusion. Prod thought to be an isomed pump system, but this could not be confirmed.

Manufacturer narrative:
This report is being submitted following an internal audit.